Event description:
It was reported that information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient has had problems with it since it was put in, the battery drains all the time and their back has been really killing them so they might have to have a surgery and it takes 6 hours to charge and it only lasts an hour then it dies". Pt was very agitated and combative. Pt says managing doctor (hcp) is a "dr buck hartman at emi but all he does is call the rep". Pt says they saw rep yesterday who "just amped it up" but says the rep then "lowered all of their settings to basic and then they left at 4pm and by 8pm my controller was dead, and their implant was down to 10 percent". Reviewed that if it takes 6 hours to charge ins, that could be why controller depletes so much, and issue is implant charge frequency. Pt says they have "had only had the implant for less than a year and I haven't used it that much because it's not doing much for me. Once they turn it on they get a little stimulation in their knees but they need it in their back and hips and yesterday they got a little stim in their bladder" and says their previous implants worked but better than this one. Patient did a CT scan and says leads are intact and "everything is where it's supposed to be". The patient was redirected to their healthcare provider to further address the issue. Pt says battery compartment is intact. Emailed repair to send patient a new controller but reviewed this will not likely fix their issue. Additional information was received from the patient. Pt called back stating they just got their controller but there was no controller battery. Pt was wanting a new controller battery because their ins battery was not lasting long and before they met with their rep they recharged everything and when they met with the rep the ins was at 30% and the ins was at 40%. Since the ins was put in, the ins never worked and was horrible because they were lucky if they could get an hour of charge from the ins, the ins battery would go to 2%. Also the ins therapy would only hit in spots while the previous ins got the legs and hips. During call pt set up controller and went through passive recharge mode and they got recharging excellent. Pt said the controller battery was at 10% and the ins was at 2% battery; agent asked pt to clarify if they were sure and they said yes (due to nature of call agent did not believe the pt was telling the truth). Pt was told to monitor the situation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep's last contact with this patient was on (B)(6) 2024 and they was unable to determine why their implantable neurostimulator (ins) battery was not lasting. They interrogated the device and their average recharge interval was 2 days with an average recharge duration of 38 minutes. This information is inconsistent with what patient was reporting. Patient¿s ins was reprogrammed to a lower energy pulse width and rate (500/50), was able to cover pain areas and patient was satisfied with her stimulation sensation. This issue was resolved and confirmed with a physician/account.